Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch select meter read inaccurately compared to his expected result. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 2x a day. The patient manages his diabetes with actos pills and glipizide pills (amounts not specified).the alleged issue began on the evening of (B)(6) 2011. The patient continued to take his usual dose of medication. That same evening, the reporter claimed the patient was shaky and "not moving right." The reporter stated emergency medical services (ems) was contacted. The reporter was not able to confirm results obtained from the ems meter but claimed the patient's blood glucose was reading "very high." The patient was administered insulin (type/ amount not specified) as treatment. The reporter stated the patient was taken to the hospital and was released after 7 days. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The cca was unable to walk the reporter through a control solution test to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.